Event description:
Patient had a very large stone in the mid ureter. During holmium laser surgery, the surgeon discovered that the laser fiber broke and about a foot in length of the fiber was left inside the patient's ureter, after which it was retrieved immediately by the surgeon and no harm was done to the patient.====================== health professional's impression======================laser fiber just broke. Four out of five laser fiber's out of the same lot broke during this procedure.